Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: na. It was reported that the voyager nc ruptured at unk atmospheres with unk inflations in an unk target lesion. It is unk if there were any adverse patient effects. It is unk what was used to complete the procedure. There were no reported patient effects. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: balloon material ruptures can be affected by numerous factors including, but is not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. No patient anatomical information was provided, which may have aided the elevation. However, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. The balloon material may have been damaged (scratched) during interactions with other devices and/or the patient anatomy, such that it ruptured upon inflation attempt; however, this cannot be verified. Based on the limited information received with this event, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.